Event description:
The pump was returned for investigation. Investigation revealed that the display was faded, discolored, and difficult to read. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display screen was faded, discolored, and difficult to read. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the complaint, investigation revealed the following: the battery compartment was cracked, and there was evidence of moisture contamination found inside the battery compartment. Leak testing revealed a battery compartment leak. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.